Event description:
The customer complained of high blood glucose levels. The reported blood glucose reading was 575 mg/dl. Troubleshooting was performed and found that the customer's basal rates were not programmed correctly. The prime test passed. The customer stated that due to the high blood glucose levels her mouth was dry, her speech was slurred, and she was getting sick. The customer also stated that she has a urinary tract infection. The customer was advised to go to the emergency room to have her blood glucose treated. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.